Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Failure analysis (fa) found the instrument had a segment of conductor wire sticking out from the yaw pulley, protruding above the surface of the main tube. The wire insulation was not damaged and the instrument passed the electrical continuity test. The instrument was found to have a broken main tube; a piece measuring .253" x .088" was not returned with the instrument. Scratch marks with light material removed was found on the main tube. The scratch marks were .108" - .174" in length and were not aligned on the tube axis.

Event description:
It was reported that during central processing, the wires at the tip of the 8mm fenestrated bipolar forceps instrument were found to be exposed. There was no report of patient involvement.